Manufacturer narrative:
(B)(6) packaging l/n# 01424296. (B)(6) medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01424296. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(6) internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 125 units, which were shipped from (B)(6) on (B)(6) 2010. The history records indicate this product was final inspection tested at (B)(6) and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information will be submitted within 30 days.

Event description:
The procedure was coil embolization assisted with the vrd (enc452812) for the aneurysm in va-pica. While deploying the enterprise vrd at the wide aneurysm neck (size 7.5mm), the stent migrated to the proximal vessel. Recapturing was attempted but unsuccessful as the prowler select plus str (catalog/lot unk) microcatheter sagged inside the aneurysm because of the severe vessel tortuousness. The stent was deployed as it was, with the proximal part located inside the aneurysm. Additional enterprise vrd (enc452212, lot unknown) was placed with the same microcatheter overlapping with the first stent to cover the neck. Then, the coil embolization was started using sl10 and excelsior 10/18 microcatheters. The procedure was completed without adverse event. During the event, constant fluoroscopy was performed. During the detachment process, the enterprise was advance pass the microcatheter distal end, and then detachment started by pulling back the microcatheter. The recapture point was not exceeded. A constant and dedicated saline source was utilized at all times. After the event, the same microcatheter was utilized with the next enterprise system. The additional aneurysm dimensions were 2mm x 12.5mm x 10.0mm, and the vessel measurement proximally was 3.7mm and distally was 3.2mm. A cd copy of procedure is not available. No further information was available.

Manufacturer narrative:
During a stent assisted coil embolization, after the 28mm enterprise vrd migrated to the proximal vessel, attempted recapture of the stent was unsuccessful because the prowler select plus str microcatheter (unknown catalog and lot) sagged inside of the aneurysm due to the severe vessel tortuosity. The stent was deployed as it was with the proximal part located inside of the aneurysm. An additional 22mm enterprise vrd was placed through the same prowler select plus str overlapping the first stent to cover the neck of the aneurysm. Coil embolization of the aneurysm was then completed without adverse event to the patient. The vertebral artery-posterior inferior cerebellar artery (va-pica) aneurysm measured 2mmx12.5mmx10.0mm and had a 7.5mm neck. The parent vessel measured 3.7mm proximally and 3.2mm distally. A constant and dedicated saline source utilized at all times during the procedure with constant fluoroscopy during deployment. The microcatheter was placed distal to the aneurysm neck and after advancement of the enterprise, the microcatheter was pulled back to deploy the stent. The recapture point had not been exceeded. Procedural films are not available. The stent remains implanted and therefore is not available for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01424296. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the available information and as reported, it appears that the aneurysm location and tortuous vessel characteristics contributed to the inaccurate placement of the enterprise vrd as well as the prolapsed of the microcatheter into the aneurysm resulting in inability to recapture. As outlined in the instructions for use contraindications, the enterprise vrd is generally contraindicated in patients in whom the angiography demonstrates anatomy is not appropriate for endovascular treatment due to severe intracranial vessel tortuosity. With review of the available information and the device history records there is no indication of any manufacturing issues related to the events. Therefore, no corrective action will be taken.